Event description:
Moving patient using lift device in room as lift was in down position would not move up. An orange light on the machine was engage and then the device would not lift the patient up. Reset button was pushed to assist but did nothing to correct the issue. Emergency release was pulled and patient was safely lowered using multiple staff to assist.manufacturer response for patient lift, guldmann gh3 ceiling lift system (per site reporter).